Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.

Event description:
Patient reported the infusion device stopped delivering insulin without providing an alert/error message. His blood glucose was 489 mg/dl, and he attempted to program a bolus without success. He was admitted to the hospital for 3 days with hyperglycemia, diabetic ketoacidosis, and tachycardia. The physician inspected the infusion device and found the piston rod was "locked." The infusion device was replaced and requested for evaluation. No further information was provided.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.